Event description:
Information was received from an unknown source that a patient with an external neurostimulation device developed an infection. No other information is available at this time no device malfunctions were reported or known. There were no further complication reported or anticipated.